Event description:
Additional information received indicated the patient experienced pectoral muscle stimulation after reprogramming. The left ventricular (lv) lead was capped and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, high pacing impedance was observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable.